Event description:
The customer reported that their central nurse's station (cns) was constantly displaying "data cannot be read" error message for one patient.

Manufacturer narrative:
Details of the complaint: on (B)(6) 2020, customer at (B)(6) hospital reported the cns (pu-621ra sn: (B)(6) was giving an error stating "data cannot be read". The cns was monitoring one patient that was connected to a bedside monitor. The bedside monitor was storing the patient data. Investigation summary: the root cause is determined to be degraded raid which caused the cns to display error message. The unit has no pattern of raid related issues. Investigation determined the issue poses low risk. No CAPA is needed. The following fields are not applicable (na) to this report: d4: lot#: & expiration date. Additional model information: d11 & c2: a bsm was used in conjunction with the cns but is not the device that experienced failure. Attempts to obtain the following information were made, but not provided: bsm; model: ni. S/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni. Unique identifier (UDI)#: ni. Additional information: b4. Date of this report. F6. Date user facility/ importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) was constantly displaying "data cannot be read" error message for one patient. The customer also reported that the patient bedside monitor (bsm) was storing data, but that they were unable to view that same data on their cns. Before nk ts could troubleshoot, the customer called back stating that the cns is not displaying "raid 1 degraded" error across the board. Nk ts is currently working on resolving this issue. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. A bsm was used in conjunction with the cns but is not the device that experienced failure. Attempts to obtain the following information were made, but not provided: bsm - model: ni, s/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that their central nurse's station (cns) was constantly displaying "data cannot be read" error message for one patient.